Event description:
Stent detached from balloon delivery system in renal artery. Attempted to snare and remove, unsuccessful. Second balloon delivery device obtained and deployed the stent within the renal artery. FDA safety report ID# (B)(4).